Manufacturer narrative:
A device history record review was completed for provided material number 38833314 and lot number 5051067. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the catheter was observed used and with a portion of the catheter missing. Based on the rupture characteristics, taking into account the location and condition of the tubing, it has been concluded that the separation was the result of some type of cut, rather than a tension related break. When the tubing is ruptured due to tension, stretching of the plastic material can be observed, as it will always deform before breaking. This tension related behavior was not observed in the sample pictures. Based on the investigation conducted, an exact root cause related to the manufacturing process has not been determined. A probable cause for the complaint may be related to product usability, considering the absence of evidence of process failures or specification deviations in the lot analyzed. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that a nurse from the PICC team from the hospital performed a peripheral puncture, the catheter cannula came out with the needle when it was removed, requiring minor surgery to remove the catheter body that remained inside the patient. Impact to patient: performed minor surgery to remove part of the catheter that remained inside the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.